Manufacturer narrative:
The pump had a button error alarm and the act button did not respond due to the corroded keypad trace. There was no scrolling numbers display anomaly noted. The pump was received with a cracked display window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 159 mg/dl at the time of the incident. Customer stated that she was trying to enter an amount for a bolus and the numbers started acting crazy. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.